Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic states that the customer received insulin flow block alarm. Customer was advised to complete rewind and load reservoir process, and was assisted in performing 5.0u fixed prime and fill cannula process, yet the insulin didn't exit. No harm requiring medical intervention was reported insulin pump will not be returned for analysis.